Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During shift check, the customer reported the autopulse li-ion battery (sn (B)(4)) is unable to power on the autopulse platform. The status leds on the battery do not illuminate when the status button is pressed. The status leds on the multi-chemistry charger illuminated green, indicating the battery is fully charged. The battery was manufactured (B)(6) 2018. No patient involvement.